Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not provided a battery measurement in a remote transmission that was sent after the crt-d delivered a shock. It was suggested to send another transmission to get the battery data. The crt-d remains in use. No patient complications have been reported as a result of this event.